Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with the pump. Customer's blood glucose value was 343 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The insulin pump passed the high pressure test. The product was not returned for analysis.